Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 290 mg/dl. Customer current blood glucose was 307 mg/dl. Customer treated that 307 mg/dl with 4.1 units of insulin. The customer was treated for high blood glucose with bolus. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was unable to complete the troubleshooting for high blood glucose because he could not get the tubing clamp on the infusion set. Customer was advised to change out set and monitor herself.